Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Cuts and deformed conductor coils were noted approximately 228-230mm from the terminal pin. Blood/body fluid was noted in the neck region and the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was attempted but not implanted due to difficulty with the helix extension and retraction. The lead was not implanted. No adverse patient effects were reported.